Event description:
It was reported when using a combination of the video system center and videoscope the image would disappear. The issue occurred during a diagnostic endoscopy. The intended procedure was completed with the same equipment. There were no reports of patient harm.

Manufacturer narrative:
Correction b5. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was likely and presumed that the reportable malfunction was the scope connector not being sufficiently dry, or foreign matter on the electrical contacts of the scope connector causing communication problems with the scope. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, when using a combination of the video system center and videoscope the image would disappear. The issue occurred, during a diagnostic endoscopy. There were no reports of patient harm.